Manufacturer narrative:
The customer's meters and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for 11 patient samples using accu-chek inform ii meters compared to a laboratory result using an abbott alinity analyzer with an unknown reagent. The customer was performing a correlation study for a new strip lot. Multiple accu-chek inform ii meters were used for the comparison study. Some samples were repeated with multiple meters. The samples used for the meter and laboratory comparisons were collected at the same time.